Event description:
The event occurred on an unknown date involving an unspecified chemolock where disconnections in the pediatric oncology unit were reported. They believe that there was some leakage caused by the disconnection. There was patient involvement and an infusion delay resulting in longer stay. There was no patient harm.

Manufacturer narrative:
Received one (1) used. List #unknown, infusion set; lot #unknown. One (1) used. List #unknown, chemolock injector; lot #unknown. One (1) used. List #unknown, chemoport; lot #unknown. The male luer was observed to be disconnected from the chemolock with an activated spin collar. No damages were observed on the spin collar. The reported complaint of the chemolock disconnecting could be confirmed. The returned sample was observed to have the chemolock activated and disconnected from the infusion set. The sample was tested and the disconnection was unable to be replicated. The probable cause of the disconnection is unknown. A device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.